Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited light source function fail, 3d image function fail, component failure of the electronical component. Component failure of the outer tube/component failure of the light guide bundle occurred. There was no patient involvement.